Event description:
It was reported the patient received the following results within 15 minutes: lo (lower than the measurement range of the meter) with the patient meter and 213 mg/dl with the hospital meter.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Test strips used up, no strips to return.